Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and emotional/psychological suffering. It was reported that patient underwent abdominal sacral colpoperineoplasty, enterotomy repair, colotomy repair, resection of small bowel with primary anastomosis, and repair of colon was discovered during prior procedure on (B)(6) 2005 due to vaginal vault prolapsed after prior asc and severe pelvic adhesive disease. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to sui. It was reported that patient underwent ventral abdominal hernia repair on (B)(6) 2006 and (B)(6) 2008. It was reported that patient underwent complex ventral hernia repair with multiple adhesions on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal colposacropexy and marshall marchetti krantz.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.